Event description:
It was reported that the 8mm monopolar curved scissors (mcs) instrument had a broken cable (as described in the duplicated record). No further information was provided.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.